Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump unexpectedly suspended insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support to resolve the issue, therefore no additional information could be obtained.